Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on (B)(6) 2021.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient returned after blood patch on (B)(6) 2021 and echography showed a decrease of muscular collection in 80%. It was noted there was not liquid in the pump site and in the lumbar zone there was 1cc. A blood patch with drainage of the lumbar site was performed on (B)(6) 2021. The event was updated to possibly related to the implant procedure. The outcome was ongoing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780 lot# 0220173183 serial# implanted: (B)(6) 2021 product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 psr, psr update (hcp, sdy): information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the patient refers "abulting" in the area of the pump implant and in the left lumbar spinal area at the level of the surgical wound. An ultrasound on (B)(6) 2021 revealed liquid accumulation in the left iliac fosa suggests a seroma or serohematoma of 22.4 cc volume. There was also liquid accumulation in left paramedian lumbar location 3.2cc. A blood patch with drainage of the lumbar site was performed on (B)(6) 2021. The outcome of the event resolved without sequelae on (B)(6) 2021. The clinical diagnosis was cerebrospinal fluid (csf) fistula. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The event date was (B)(6) 2021. (B)(6) 2021 (for, hcp, sdy): additional information received from a foreign healthcare professional (hcp) via a clinical study provide the implant dates of the pump and catheter and identifying patient information.

Manufacturer narrative:
Concomitant products: product ID: 8780, lot#: 0220173183 , product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the patient refers "abulting" in the area of the pump implant and in the left lumbar spinal area at the level of the surgical wound. An ultrasound on (B)(6) 2021 revealed liquid accumulation in the left iliac fosa suggests a seroma or serohematoma of 22.4 cc volume. There was also liquid accumulation in left paramedian lumbar location 3.2cc. A blood patch with drainage of the lumbar site was performed on (B)(6) 2021. The outcome of the event resolved without sequelae on (B)(6) 2021. The clinical diagnosis was cerebrospinal fluid (csf) fistula. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The event date was (B)(6) 2021.